Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Study event.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. It was reported that during a right internal and common carotid artery stenting procedure, the pt became hypotensive requiring dopamine. The hypotension resolved in 2008, and the pt was discharged to home that same day. No additional info was provided.